Event description:
It was reported that "while assembling the 7 mm all in one guide to the 7 mm anchor-c cage the threaded inner collet broke off into the cage."

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the threaded tip of the returned inserter was confirmed to be broken and still locked into the cage. Mfg record review: no discrepancies noted. This instrument conformed to specification prior to release. Complaint history analysis: 13 previous records relating the anchor c inserter tip breakage. The investigations into past complaints concluded that the failures were the result of user-error by applying excessive cantilever force to the inserter tip which can cause damage to the instrument. Risk assessment: no adverse consequences were reported and replacements were available. The broken tip of the inserter, still locked into the cage was explanted. Note: the inserter is made of biocompatible stainless steel to mitigate the risk of broken tips remaining inside the pt should the device break during surgery. Conclusion: therefore, user error directly contributed to the tip breakage. The surgical technique details applying excessive cantilever force to the inserter tip may cause damage to the instrument.